Event description:
It was reported that the Ventricular Assist Device (VAD) patient had a stroke. The patient presented with nausea, vomiting, and lightheadedness symptoms. The VAD remains in use. The patient had no residual deficits from the stroke.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of D10: 7122Q/52 Lead Implant date:(b)(6)2013, 1888TC/46, 1458Q/75 Leads Implant Date: (b)(6)2013. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.